Manufacturer narrative:
The insulin pump was unable to be primed during the prime test due to faulty force sensor resistor. No rewind anomaly or audio/beep anomaly was noted during the testing. The insulin pump was received with cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump started alarming after the rewind process, during priming. The insulin pump did not begin counting the units when the customer purged the tube. The battery and the materials have been changed, but the anomaly persisted. The customer's blood glucose was unknown. Nothing further was reported.